Event description:
It was reported that there was a monitor error. No patient injury is reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was cracked on battery door. During occlusion testing, the reported problem could not be duplicated. However, the root cause of the reported issue was found to be normal wear. A combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out which is causing the motor rate error intermittently. Replaced motor assembly, worm gear, leadscrew and clutch halves as a preventive measure. Performed occlusion testing and all functional testing which passed.